Event description:
While harvesting a saphenous vein endoscopically, the physician assistant noticed the tip of the cautery device from maquet company was defective. The jaws to the grasper were separated, thus potentially causing harm to patient and patient's tissue. The hemostatic current would be unevenly dispersed.